Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported by that during a spine procedure on (B)(6) 2017, suture was used. The needle of the suture broke. It is unknown where the needle broke and the pieces were found. It is unknown if they fell into the patient. The procedure was completed with an alternate like device with no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Device evaluation summary: representative samples were returned for evaluation. They were visually and functionally examined for needle resistance testing and they met the requirements. According to the sample conditions, no performance - breakage needle were found.